Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely via merlin.net for remote monitoring alert for patient-initiated with device detection. Upon review of electrocardiogram, episodes of post-sensed t-wave oversensing were revealed. No action has been taken to address the oversensing. Patient is in stable condition.